Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. The customer evaluated the device and found that the turbine differential pressure transducer test failed. The customer replaced the main printed circuit board (pcb) and the reported issue was resolved. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the tidal volume (vt) was lower than the setting (150 ml when set to 450 ml) while the device was in use on a patient. There was no patient harm. The user facility replaced the flow sensor, but the issue was not resolved.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component could not duplicate the reported issue due to a broken connector that was present but not part of the reported complaint. The component is considered to have been received damage, making the reported issue unable to be investigated properly.